Manufacturer narrative:
The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator the power port one will not recognize power connection. The controller was exchanged and no consequences to the patient. Investigation is ongoing.

Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Bench testing and log file analysis were unable to confirm the reported event. Port 1 was able to power the controller and logs indicated that port 1 was identifying a power source at all times. Controller failed visual inspection due to port 1 connector was found loose from the housing and port 2 was found to have a displaced gasket but these are incidental findings and therefore the controller did not meet specification. The most likely root cause of the loose port and displaced gasket is a shift in the manufacturing process but this is still being investigated with the supplier. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.